Manufacturer narrative:
During inspection and testing, the coating was peeling between the bending tube and the third white ring from the distal end. The reported event (leak) was confirmed. Leaks were found at the biopsy channel and the adhesive on the bending section cover. In addition, there were scratches on the plastic distal end cover, the adhesive on the bending section cover was peeling, the venting connector was loose, there was corrosion inside the scope connector, and the markings on the control knob had faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, a leak was found at the distal tip of the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (coating peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: a) physical stress; b) chemical stress; c) inferior storage environment (put it in direct sunshine, high temperature, high-wet, exposed to x-ray/ultraviolet light, etc.). The root cause of why the device was stressed could not be determined. The following is included in the instructions for use (IFU) and may have helped prevent the event: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscopes distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "If necessary, apply a medical-grade, water-soluble lubricant to the insertion section." "To prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone." "To prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area." Olympus will continue to monitor field performance for this device.